Manufacturer narrative:
Reference record (B)(4). Catalog number (B)(6) is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. The cause of the events were unknown as the tubing was in the correct position and the doctor stated that there was no issue with the abbvie tubing. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018 the patient was admitted to the hospital with abdominal pains and a possible obstruction. The physician stated that there was no issue with the abbvie tubing or the placement and this was confirmed with a CT scan of the abdomen. On (B)(6) 2018 the patient became septic and had a repeat CT abdomen which showed fluid in the peritoneum. The patient was taken to surgery and the fluid in the peritoneum was seen. The peg and j tube were removed and a gastrostomy was placed. The cause of the sepsis was unknown. The nurse reported that the cause of the fluid in the peritoneum was unknown when the tubing was in the correct place. The reason for a new tubing being placed was also unknown. The event was ongoing.